Manufacturer narrative:
Physio-control has completed its investigation. The circuit design was changed to include a 10k ohm resistor in series with ic u22. It was concluded that widespread field corrective action was not warranted. There have been no confirmed field rpt of this failure mode.

Event description:
An engineering investigation was initiated on failures observed during production and end item testing of an ic on the main pcb assembly. The ic, u22, overheats and causes more current draw than is normal for the circuit. This circuit will not function when u22 overheats. The affected circuit is the circuit. If the circuit does not function, the operator will not be able to use the signal to diagnose a pt's ECG. The operator would need to use a pt cable to obtain an ECG signal for pt diagnosis. There have been no confirmed field failures identified.